Event description:
Healthcare professional reported "left side rupture." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight and opening. A microscopic analysis was performed which identify sharp edge and with non-penetrating nick assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp edge opening in the posterior with stress marks due to surgical impact opening . - non-penetrating nick. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported "left side rupture." Device has been explanted.